Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel dxc 800 pro clinical chemistry analyzer, and identified the failure mode as defective carbon bridge, ratio pump and electrolyte injection cup. The fse cleaned the flow cell and flushed all ise lines, replaced the carbon bridge, the ratio pump and the electrolyte injection cup to resolve the issue. Pt information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous sodium (na), chloride (cl) and calcium (calc) patient results on their unicel dxc 800 pro clinical chemistry analyzer. When the patient results were known to be incorrect, the customer repeated the patient samples and reported the correct results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide demographics. The customer provided data for five patient samples.